Event description:
It was reported that the patient was symptomatic and syncopal at times. It was also reported that the right ventricular lead thresholds had been increasing over time and were high, which was depleting the battery. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.